Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture via ultrasound, lumps, been poorly now with chronic fatigue, eye droops and burning sensation, shape changed from time to time" and fear of cancer. Device remains implanted. The relates to the left side.